Event description:
The customer reported the device would intermittently fail to power up, unexpectedly restart, and display the message :all settings have been restart, and display the message "al settings have been reset to default values." The customer reported these symptoms presented during their daily test (user initiated operational check). There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device would intermittently fail to power up, unexpectedly restart, and display the message "all settings have been reset to default values." The customer reported these symptoms presented during their daily test (user initiated operational check). There was no patient involvement. The device was evaluated by the philips EU bench and the stated problem was confirmed. The EU bench found the cause of these failure symptoms to have been the internal memory card. Philips EU bench replaced the internal memory card which resolved the conditions of this malfunction. The device passed all performance assurance tests and was returned to the customer. This was an internal memory (data) card malfunction.